Event description:
A caller reported a malfunction on the pump, noting a specific malfunction code. There was no adverse impact to the customer's blood glucose level during the event. Technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the issue as the malfunction did not recur after the reset. The customer was advised to continue using the pump and to reach out if any malfunction codes appear again.